Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker described symptoms of thumping or activating feeling. An alert was identified that this pacemaker displayed safety mode. Technical services (ts) recommended device replacement. Ultimately, this pacemaker was explanted and replaced with a new pacemaker, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker described symptoms of thumping or activating feeling. An alert was identified that this pacemaker displayed safety mode. Technical services (ts) recommended device replacement. Ultimately, this pacemaker was explanted and replaced with a new pacemaker, which remains in service. No additional adverse patient effects were reported.